Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation determined the reported physical resistance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a pseudoaneurysm in the common hepatic artery and upper gastrointestinal (gi) bleeding with hemorrhagic shock. The patient also presented with spasm of the common hepatic due to hypotension from blood loss. After treating the patient with pressors, blood transfusion, and intubation, a 4.0x19 rx graftmaster covered stent system was advanced via right common femoral access to the hepatic artery; however, advancement and positioning were significantly difficult due to the presenting spasm and due to the small size of the vessel. The graftmaster was deployed at 16 atmospheres and successfully excluded the pseudoaneurysm. Use of the graftmaster did not cause or contribute to any adverse patient sequelae and there was no occurrence of a clinically significant delay. The patient remained stable and further evaluation via endoscopy was performed later in the day, as planned, for the pre-existing additional areas of upper gi bleeding. Endoscopy of the uncovered upper gi showed that the bleeding was controlled and not worsened. The patient was transferred to a tertiary hospital for further monitoring of the pre-existing bleed. No additional information was provided.